Event description:
It was reported that noise was observed on the ventricular lead. The noise was reproducible with isometric exercise. The sense portion of the lead was capped. The defib remains implanted.

Manufacturer narrative:
No medwatch form was received.